Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, clarification was received on 8/2/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The night of the event, around 9:40pm, the patient cgm was reading 120 mg/dl. The patient felt like she was ¿low¿ but no fingerstick was performed. Her husband offered her something to eat, which the patient refused, and around 20 minutes after, the patient suddenly passed out. Her husband called an ambulance, and the patient was taken to the emergency room. The paramedics did a fingerstick and the cgm was reading 120 mg/dl and the blood glucose reading was 40 mg/dl. The patient was brought to the hospital and received a total of 2 glucagon injections and intravenous treatment with unspecified fluids. The patient was discharged the next morning around noon. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. Of note it was mentioned that the patient took an unknown dosage of insulin. The night of the event, around 9:40pm, the patient cgm was reading 120 mg/dl. The patient, however, felt like she was ¿low¿ but no fingerstick was performed. Her husband offered her something to eat, which the patient refused, and around 20 minutes after, the patient suddenly passed out. Her husband called an ambulance, and the patient was taken to the emergency room. The paramedics did a fingerstick and the cgm was reading 120 mg/dl and the blood glucose reading was 40 mg/dl. The patient was brought to the hospital and received 2 glucagon injections and intravenous treatment with unspecified fluids. The patient was discharged the next morning around noon. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.